Event description:
The user from the user facility reported that the attachment point for the blades is falling off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from the user facility reported that the attachment point for the blades is falling off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.